Manufacturer narrative:
(B)(4).

Event description:
It was reported that during pre-discharge check up, loss of capture was observed on the lead due to lead dislodgement. The lead was repositioned, and the patient was stable post procedure.